Event description:
The device was returned to the service center with a report from the customer contact that the device had a bad battery and the hard lock out switch was physically broken off. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device regulator closer was unseated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.